Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a smart remote manager and light bulb issue. A team lead engineer replaced the burnt bulbs with new ones to resolve the issue. No resolution was provided by the team lead engineer about the smart remote manager issue. The system functioned as intended after the team lead engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager and tower light failure. The customer stated that the users would have to go to different units to access medication. The malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.